Event description:
A malfunction with code malf 12 was reported, and it was confirmed that no adverse impact was observed on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform a reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arose again.